Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned to a third-party service center for evaluation. It was noted that the devices foam inlet filter was missing. The customers complaint of a ventilator inoperative alarm was confirmed in the log. The devices system board was replaced to address the issue. In addition, the device was cleaned, and the inlet foam filter was replaced. The device was calibrated and passed final testing. The devices system board was then sent for additional evaluation at the product investigation lab. The board was installed on another device and the failure was duplicated. The system board was scrapped.